Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a shield on the analog board. The shield was replaced to resolve the customer report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in the ER, the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.